Event description:
It was reported that: the stapler is jamming because a staple is stuck inside. Another stapler was used.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200424 investigation did not show issues related to the complaint.

Manufacturer narrative:
Qn#(B)(4) complaint verification testing could not be performed as the sample is not available for return. Part number 528135 is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73h2200612 the staplers were functionally inspected, and issue reported "failure to function - infonot provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. Per DHR the product visistat 35r 6/box lot # 73b2200424 was manufactured on 02/15/2022 a total of (B)(4) pieces. Lot was released on 03/01/2022. DHR investigation did not show issues related to complaint. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Customer complaint cannot be confirmed as the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: the stapler is jamming because a staple is stuck inside. Another stapler was used.